Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and potentially relevant findings were identified. There are multiple events related to the same material of c-70013-003 and failure mode of "peel-away sheath tears incorrectly". It cannot be confirmed whether this finding is relevant to the reported event without the sample being returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the sheath will not peel apart and the doctors are having to pull it out and cut it just to get it out. We completed the case and placed the cannon catheter they just had to cut the sheath and do some pulling and pushing to get it placed. The patient did well during and after the procedure it just took more time and added some frustration to the doctor." Associated complaints: 9680794-2024-00492, 9680794-2024-00493 and 9680794-2024-00491.

Event description:
It was reported that: "the sheath will not peel apart and the doctors are having to pull it out and cut it just to get it out. We completed the case and placed the cannon catheter they just had to cut the sheath and do some pulling and pushing to get it placed. The patient did well during and after the procedure it just took more time and added some frustration to the doctor." Associated complaints: 9680794-2024-00492, 9680794-2024-00493 and 9680794-2024-00491.

Manufacturer narrative:
(B)(4).